Event description:
It was reported that the patient suffered a pericardial effusion. The caller stated, "there were two transseptal punctures performed. Went in with the agilis sheath. The physician stated that when pulling back with the wire, the agilis sheath might have scraped the left atrial wall. The agilis sheath went into the left atrium. The physician checked the rvlv via intracardiac echo, which is the normal workflow and noted an effusion was present. A pericardiocentesis was performed and they were able to drain it. It kept bleeding but when trying to get a pericardial window in place, it clotted off and the bleeding stopped. The patient was stable and transferred out of the ep lab". The ablation catheter was used to map the right atrium and it was removed prior to the transseptal puncture being performed. The patient was a 69 year old female (67kg). Relevant test/laboratory data is amyloidosis. The patient was hemodynamically stable at this time. The adverse event was confirmed with the lof soundstar catheter. It was not known how much fluid was removed. The tube was left in place. The procedure was abandoned. There was evidence of a small effusion due to the patient condition. Total fluid was less than 50ml. The adverse event was discovered post use of bwi products. The physician's opinion on the cause of the adverse event was that it was not bwi product related. The outcome of the adverse event was that the effusion was controlled/ improved. The patient required extended hospitalization. The transseptal was performed twice with a baylis rf needle nrg. Before noting the adverse event, ablation was not performed. There was no evidence of a steam pop. The adverse event occurred during the transseptal puncture. There were no error messages observed on the biosense webster equipment during the procedure. There were no force visualization features used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).